Event description:
It was reported while using bd vacutainer® serum blood collection tubes, black particles were seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 10-jul-2025 investigation summary bd received one sample for investigation. The sample was evaluated by visual examination and the indicated failure mode foreign matter - particles was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter - particles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter - particles based on customer sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, black particles were seen inside of one tube. No adverse impact was reported regarding the patient or user.